Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure the stent dislodged. The target lesion was in the common bile duct (cbd). A rx ws permalume 10 x 80 had been advanced to treat the target lesion. After deploying the stent, the physician encountered difficulty in removing the delivery device from the stent. The physician made "many" attempts of resheathing the catheter, and advancing beyond the stent, when the stent came out of the cbd with the delivery catheter. The stent was pulled back into the pt's stomach. The delivery catheter was removed. The procedure was completed with another of the same device. The stent was able to be removed with a non-bsc snare. The procedure was prolonged for an add'l 25 minutes. There were no add'l pt complications reported with the pt's current condition listed as "stable".

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be field.